Event description:
It was reported to medtronic minimed that the customer reported insulin pump was damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed it was reported location of the damage at the top of battery compartment and the top of reservoir compartment. No harm requiring medical intervention was reported. Product mmt-1780kl was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, corroded battery tube, cracked case-corner of belt clip rails, partially broken retainer, broken reservoir tube lip, cracked battery tube threads, cracked keypad overlay, faded serial number label, and pillowing keypad overlay. Cosmetic damage was confirmed at the battery compartment and reservoir tube during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.